Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One euphora rx balloon catheter was attempted to be used to treat a moderately tortuous, moderately calcified lesion in the circumflex branch (cx). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. A non-medtronic balloon was first attempted for pre-dilation but the balloon burst during the first inflation. It was reported that the euphora device was then attempted but also burst during the first inflation. After the balloon bursts contrast imaging revealed contrast leakage outside the vessel and a perfusion balloon catheter was then used and the procedure completed. It was indicated that the vessel was damaged and vessel perforation occurred. No further patient injury reported.

Manufacturer narrative:
Additional information: the device was not moved or repositioned while inflated. An inflation pressure of 13 atm was applied prior to the balloon burst. It is unknown whether a vessel perforation was caused by a blood vessel injury during ballooning or due to a balloon rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen. A kink was evident to the distal shaft and the core wire. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length over the markerband. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material immediately over the marker band. Deformation was evident to the distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.